Event description:
It was reported that the pump motor stalled every time after the patient had MRI, and the pump motor stall would not recover. The patient ended up had to replace the pump. The patient symptom was not reported and the outcome was unknown. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).